Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. While implanting a unilateral ibe, the gore® excluder® iliac branch endoprosthesis and gore® dryseal flex introducer sheath were unable to track into the hypogastric artery.the physician took out the devices, readjusted the sheath, and tried again. The problem persisted, so the physician decided to remove the device, but found he was unable to do so. He noted that the catheter was coming back out, but the delivery device wasn't moving. He removed the device with the sheath, and used a new sheath and a vbx to complete the procedure. The patient tolerated the procedure. The device and sheath will be returned for evaluation. Images of the removed device were provided. It was reported that the anatomy was tortuous.

Manufacturer narrative:
The device evaluation found a dilator could be advance all the way through and locked in the sheath. Damage was found on the leading end of the sheath. The root cause of the inability to advance the sheath and ibe could not be determined because the event could not be confirmed. The root cause of the damage on the leading end of the sheath could not be determined with the available information.

Manufacturer narrative:
The device was received for evaluation. The investigation summary stated: the delivery catheter with the broken leading end and deployed stent graft were returned. Blood residues were seen on the broken leading end of the catheter, deployed device, and hub of the delivery catheter. The device appeared to have entered the patient. The leading end of the catheter had separated from rest of the catheter at the trailing olive. The polyimide guidewire lumen had pullout of the trailing olive bond on the catheter. There were imprints of the polyimide guidewire inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The deployment knob was still in place and screwed into the catheter. The deployment line was still routed through the catheter and extended out of the catheter deployment line lumen. O the deployment line had pulled out of the deployment sleeve due to the catheter separation causing the device to open. Several pictures were provided from the field that showed the leading end of the catheter had separated from the catheter body at the trailing olive and the device had been deployed off the catheter. However, the pictures did not contain information to aid the evaluation. The excluder iliac branch endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. The reported observation that the gore® excluder® iliac branch endoprosthesis was unable to track into the hypogastric artery as well as the catheter was coming back out, but the delivery device wasn't moving could not be confirmed from the returned device. The cause for difficulties tracking the gore® excluder® iliac branch endoprosthesis into the hypogastric artery could not be determined with the available information. The cause for the catheter breakage could not be determined with the available information. However, the reported removing the device through the introducer sheath may have contributed to the event.